Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation, a patient developed ocular hypertension. An anterior chamber wash out was performed. The outcome of the event is improving. The causality was reported as not related. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the event was not related to the iol. The remaining ophthalmic viscosurgical device is considered to be the cause. Therefore, anterior chamber washing was performed during the initial procedure.